Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking, a 3.0 x 23 mm xience sierra stent was noted to be shifted on the stent delivery balloon. Therefore, another unspecified xience stent was implanted to successfully complete the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported misassembled device was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported misassembled device. There is no indication of a product quality issue with respect to manufacture, design or labeling.